Manufacturer narrative:
(B)(4). Advanced bionics considers this reportable event as closed. The recipient was reportedly given antibiotic treatment before explantation. Additional details regarding treatment could not be obtained due to medical reasons. This is the final report.

Manufacturer narrative:
(B)(4). Advanced bionics was informed that the explanted device was discarded and will not return to the company for analysis. A review of the device history record noted rework.

Event description:
The recipient reportedly experienced an infection with suppuration and device extrusion. The recipient's device was explanted.